Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 262mg/dl. The caller stated that the blood glucose meter kept reading high, and her mom had to go to the hospital. It was stated that the customer was in an accident, but she was not driving. Attempted to call back the customer without results. No further information was provided.